Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the fallen insertion tube was caused by stress, handling, or other issues. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that watertightness was not maintained in the insertion tube, the flexible tube of the insertion section was crushed, the resin part of the image guide tube had fallen off, the bending angle was insufficient, the universal cord was collapsed, and the label on the light guide connector part was peeling off. Scratches were found on the operation part, the switch box, the grip, the angle lever, the up/down plate, the universal cord, the scope connector side of the universal cord, the video cable, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, rhino-laryngo videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the resin part of the image guide coil fell off. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.